Manufacturer narrative:
Corrected data: b5: surgical intervention was undertaken on (B)(6) 2020 and not (B)(6) 2020 as inadvertently entered in the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30956. It was reported that patient experienced ineffective therapy due to the leads migrating inferiorly. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were repositioned. Effective therapy was restored post operatively.